Event description:
Boston scientific received information that this patient experienced a syncopal event before receiving a shock for ventricular fibrillation (vf). The shock successfully converted the arrhythmia and the patient was admitted to the hospital for evaluation. A review of the patient data noted previously large r-wave measurements but one small r-wave measurement that was not sensed. The caller was inquiring about programming options for this patient. A boston scientific technical services consultant discussed device sensitivity and quick convert (qc). The consultant recommended not adjusting the device sensitivity and the caller programmed off the qc. The patient also reported feeling heat underneath his device which was causing him discomfort. No adverse patient effects were reported.

Manufacturer narrative:
The device remains implanted and no other adverse events have been reported. This product issue will be updated if additional information is received.